Manufacturer narrative:
Product analysis: analysis was able to confirm the reported error message. Analysis also noted that the hinge cover plate was broken, the keyboard hinges were broken, the stylus was bent, and there was a deviation between the stylus and the cursor on the touchscreen. The part required to repair functionality to the touchscreen is not available; the programmer was scrapped. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error message. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.